Manufacturer narrative:
This report is for an unknown attachment/unknown lot. Part and lot number are unknown; UDI number is unknown. Lot unknown, therefore, a device history record (DHR) review could not be performed. Photo investigation: the device was not returned. A photo-investigation was performed on the received images. A broken condition was observed. No other issues were detected. No device identifiers were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the device broke after the procedure was finished. There was no patient consequence. This report is for an unknown attachment. This is report 1 of 1 for (B)(4).